Event description:
Patient was revised to address loosening of the glenoid component at the cement/implant interface. Competitor cement was used in the primary surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Manufacturer narrative:
The device and x-rays associated with this report were not returned. A search of the complaint database found one additional report for this part and lot number combination. However, review of the as400 system show that 10 other devices from the reported manufactured 2008 lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. Provided information states, the surgeon removed and implanted bone graft and replaced the head. Provided information marked on the device experience report is marked that the product is not suspected of failing to meet specifications or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.